Event description:
Medwatch report event description: patient was receiving IV contrast via the distal port of a maxguard pressure rated t-connector on a patent 18 guage IV catheter. The proximal port blew out and contrast sprayed onto floor. When CT tech disconnected distal proximal port patient bled through proximal port. Once the device was replaced, the IV worked as designed and the CT proceeded without further incident. There was no harm to the patient or medical intervention required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation information should the device be returned for evaluation.